Event description:
Customer reports hemochron signature plus / pt assay inr is inconsistent with an unspecified lab instrument. This report is for pt 1 of 4. Pt therapeutic range is 2.0 - 3.0 inr. On (B)(6) 2009 signature plus 0.8 inr vs 3.1 on unspecified lab instrument. Repeat test on signature plus, 2.9 inr. Lab result considered outside therapeutic range by customer. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Additional customer reporting evaluation: eqc evaluated and acceptable; lqc evaluated and acceptable. Converted from hemochron signature to hemochron signature plus instrument in late 2008. Correlations were performed and acceptable at time of conversion. Method: manufacturer evaluation / investigation pending product return from user facility.